Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies. The cause of the reported event was isolated to the blood/tissue in the helix region and over torque of the inner coil.

Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, the right ventricular lead's helix would not retract. The lead was not used, and a new lead was implanted. The patient condition was stable.